Event description:
It was reported that occlusion alarms occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the cgm did not read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer had been using the same cartridge for over 3 days. Customer acknowledged education from cts that the current cartridge should not be used for more than 72 hours.